Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) feature which trends various patient data displayed invalid data on one occasion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated cardiac data was missing or invalid. If information is provided in the future, a supplemental report will be issued.